Event description:
It was alleged that an overinfusion occurred while in use on a pt. It was noted that the infusion completed about 12 hours early and was set at a rate of 11ml/hr with 250cc bag. There was no pt consequence.